Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified left common iliac (cia) artery. The physician advanced the 7.0mm x 40cm sterling monorail balloon catheter for pre-dilation. On the first inflation the balloon was eventually inflated to 7atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.